Event description:
Caller reported potential false negative d-dimer results on triage d-dimer test. A (B)(6) male pt went to outpatient for asthma symptoms. The d-dimer results were positive at noon. The second draw in the ed gave a negative reading. The next draw at five pm gave a positive reading. Noon the following day, the d-dimer result was still elevated. The troponin I (tni), ckmb and myo run on e excel chemistry analyzer were all normal. Customer did not have add'l info such as current medications, if other diagnostics were run, invasive treatments performed. The physician believes the second draw sample may have been compromised. Customer said pt has been discharged, diagnosis is severe morbid obesity. Ultrasound negative for dvt.

Manufacturer narrative:
Product support conducted testing on qc retained devices from d-dimer lot w48145 with 2 positive control samples. Observations are for d-dimer recovery. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support observation for d-dimer recovery follow: no low bias or false negative d-dimer results were observed with either sample. No error codes or device issues were observed. All data points with cal h were within the mfg 2sd range, with a % recovery of 106%, with in mfg final release specs. All data points with cal g were within the mfg 2sd range. The customer complaint of a false negative result was not observed with either positive control sample. All data points were within the expected ranges. No low bias or false negatives were observed. No corrective action required at this time as no product deficiency was established.